Manufacturer narrative:
H3: product analysis found that visually, there was no external damage in the construction of the device. There was no damage to the distal tip and no loose components. The outside diameter of the rotating hub shall be 0.340 +0.001/-0.002 inches and the actual measurements were between 0.338 and 0.340 inches which was in specification. Functionally, binding occurred while indexing the inner assembly. Console functional testing was not performed due to the aforementioned defect. For further analysis, an x-ray was performed to observe the internal construction of the device and the spiral wrap was overstretched near the distal bend of the sheath (near the tip). In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to use, that when connected to the m4 handpiece and attempted to use, it was unstable. There was no patient involvement.